Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a faradrive sheath was selected for a pulse field ablation (pfa) pulmonary vein isolation (pvi) to treat an atrial fibrillation. During procedure, it was observed bubbles in the sheath, it was aspirated but it always had air inside. Only visible air was noticed. To resolve the issue, the sheath was replaced. The procedure was completed without patient complications. Product return is not expected as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a faradrive sheath was selected for a pulse field ablation (pfa) pulmonary vein isolation (pvi) to treat an atrial fibrillation. During procedure, it was observed bubbles in the sheath, it was aspirated but it always had air inside. Only visible air was noticed. To resolve the issue, the sheath was replaced. The procedure was completed without patient complications. Product return is not expected as it was disposed. It was reported that the patient is fine.